Manufacturer narrative:
There report was from a retrospective case review. There was no evidence the device was explanted or available for evaluation. The cause of the event could not be conclusively determined from the reported information. Journal: a<(>&<)>a case reports issue: june 1, 2017 ¿ volume 8 ¿ number 11 article: management of a patient requiring intrathecal drain insertion and removal in the setting of concomitant dual antiplatelet therapy with clopidogrel and aspirin:a case report article: authors: christopher w. Connors, md, and janie d. Nguyen, do linked events: 2029214-2017-00966 2029214-2017-00967.

Event description:
Medtronic received information on a literature case report that 2 pipeline devices were placed for emergent treatment of a patient who had subarachnoid hematoma secondary to a blister aneurysm of the right internal carotid artery. The article reported the patient had symptomatic hydrocephalus requiring cerebrospinal fluid diversion on postoperative day 5. A lumbar drain was placed for the patient. She was reported as " alert, interactive, and following commands with moderate (4/5) weakness on the left side.¿ the day after the lumber drain placement. This drain was removed after 14 days. The patient was discharged to rehabilitation. Per correspondence with the author of the article, the hydrocephalus event was not directly related to the medtronic product.